Event description:
It was reported that the stylus could not be calibrated. The user replaced the touchpen multiple times and tried recalibration multiple times along with the service disk, but the issue remained. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus was not aligning with the overlay screen, and the stylus was recalibrated which appeared to hold, but the bezel assembly was replaced as a preventive, and it was calibrated with the stylus. Analysis also found that the top case of the programmer was worn, so the upper hinge plate was replaced, and that the bottom case was also worn and it was replaced. (B)(4).